Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user and husband called to ask if calibration was needed due to a small difference between the ilet reading (64 mg/dl) and fingerstick (68 mg/dl) while using a dexcom g7 continuous glucose monitor (cgm) sensor. The user had treated an earlier low of 60 mg/dl with 15 g of glucose tablets and took another 15 g before bed to prevent another drop. At the time of the call, bg was rising to 74 mg/dl. The user planned to discuss recurring lows with their healthcare provider (hcp) and trainer during the next session. The lowest blood glucose (bg) recorded was 60 mg/dl. Bg was corrected with 30 g of glucose tablets over 30 minutes. No symptoms were reported, and no medical intervention was required at the time of call.